Event description:
A company representative reported that a patient was revised to address two migrated everest set screws. This report captures the first of two set screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.